Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer has been having intermittent issues with patients tested for elecsys vitamin d total ii (vitamin d total ii) on two cobas 8000 e 602 modules with serial numbers (B)(4) (module a) and 16s1-09 (module b) from (B)(6) 2018 through (B)(6) 2018. Based on the data provided, discrepant vitamin d total ii results were identified on each e602 module and between each e602 module. This medwatch will cover e602 module a (serial number (B)(4)). Refer to medwatch with a1 patient identifier (B)(6) for information on e602 module b (serial number (B)(4)). Refer to the attached data for the patient results. There was no allegation that an adverse event occurred. The vitamin d total ii reagent lot number was 27398600. The expiration date was not provided. The field service engineer (fse) visited the customer site to check for contamination on instrument (B)(6). The fse decontaminated the instrument and checked and adjusted water pressure on incoming water, the gear pump and valve specifications. Multiple parts of the instrument were checked. The syringe seals, o-rings, pinch valve tubings and reagent probe were all replaced. Instrument performance testing results were successful. The customer ran calibration and qc and all results were within the acceptable limits. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (greater than 100 ng/ml or greater than 250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. A workaround has been provided to customers. Medwatch fields were updated.